Event description:
The reporter stated the surgeon inserted an aq2010v three piece silicone lens. Lens loop haptic tore during insertion into the patient's right eye. Lens was removed with no patient injury. The lens was discarded by the facility. Another same model and size lens was implanted. Cause of lens tear is unknown. Patient was (B)(6) at time of surgery. Patient had an accident as a child.

Manufacturer narrative:
Upon review of the device history record, there is nothing in the manufacturing, inspection and packaging process records that suggests a contributory factor in the complaint. Based on the complaint history, work order search, medical review, and device history record review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®). (B)(4). Results - a lens work order search was performed and no similar complaint was found. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of this event could not be determined. (B)(4). Lens was discarded by the facility.

Manufacturer narrative:
Per medical review - lens tears can occur at any stage from manufacture to surgical manipulation. There is no information to determine if there was any malfunction of the insertion system, but a work-order search showed no similar complaints. (B)(4).